Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's IPG became inoperable after patient stopped charging the device. Surgical intervention was undertaken wherein the IPG was explanted and replaced to address the issue. Therapy was restored post-op.